Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,000 ohms at the implant procedure approximately one month later, the lead safety switch (lss) was triggered. An atrioventricular optimization was performed and the lead configuration was changed. Pacing impedance measurements decreased to 800 ohms. No adverse patient effects were reported.